Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system extension set with 4-way large bore stopcock with rotating male luer lock disconnected from the continu-flo solution set during infusion. The report had stated that a patient had experienced around 100 ml of blood loss. The tubing was reconnected and flushed without resistance. No additional information is available.